Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04877, 3006705815-2021-04878. It was reported an infection was present at the lead insertion site. Patient was prescribed antibiotics. As a result, the scs system was explanted. Reportedly the infection has resolved.